Event description:
Patient with a h/o normal pressure hydorcephalus (nph) and s/p shunt placement. Pt's ventriculoperitoneal (vp) shunt was found not to work and as a result pt had enlarged ventricles and return of symptoms of nph (e.g. Gait ataxia, urinary incontinence) despite multiple attempts at shunt adjustment.